Manufacturer narrative:
The manufacturer previously reported this device on MDR 2518422-2021-05158-1. Please disregard MDR 2518422-2021-05158-1 as it was filed in error.

Manufacturer narrative:
The manufacturer previously reported this device on MDR 2518422-2021-05158-1. Please disregard MDR 2518422-2021-05158-1 as it was filed in error. Previous report was filed incorrectly. Section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice I recall notification related to the sound abatement foam in certain CPAP. Bipap. And mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleged visualization of particles. There was no refx) rt of serious or permanent harm or injury. The device was returned to the manufacturers service center for further evaluation the device was evaluated there was no mention of visual finding to the external part of the device the internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were 4 errors found. The manufacturer concludes that they could not confirm the customers allegation and there was no visible foam degradation. Section d8, d9, g3, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions) was corrected in this report.

Manufacturer narrative:
Additional information was received on nov 12, 2024 and section h11 should be reported as the manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and patient alleged of difficulty sleeping. The patient was prescribed medication in response to the reported event. There was no report of patient harm or injury. The sections b1, b2, h1, h6 have been corrected in this report as follows: section b1 was corrected to product problem (adverse event and product problem was checked in the previous MDR). Section b2 was changed to blank (previously it was other serious). Section h1 was changed from serious injury to malfunction. Section h6 health effect - impact code was corrected.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop difficulty sleeping. The patient was prescribed medication in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.